Event description:
It was reported that the quality inspection fails. Further information was provided that the defibrillator cannot use the defibrillation handle (paddle) to perform the discharge test. There was reportedly no patient involvement.